Event description:
The fse reported that the system was unusable due to the inability to produce live fluoroscopic images. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this compliant.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and returned to service